Event description:
It was reported that a cartridge change error occurred. Additionally, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, the customer reloaded the cartridge and resumed insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.